Event description:
Name of procedure: nephrectomy. Event description: [name] hospital. "The clipping was not possible." Product is available for return. Additional information was received via email on 29oct2025 from an applied medical representative: "the checked whether the clip is coming out well when the experience occurred. The issue was initially observed when the first clip or a subsequent clip was loaded. It occurred again. It's unknown how may times it occurred. It's unknown what model/size was used. It's unknown whether the clip is properly seated into the jaws. There was no pressure applied to the trigger before moving through the trocar. The clip was not loaded into the jaus prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. It's unknown whether the trigger could be actuated as normal. The clip was not loaded into the jaws." Intervention: the case was completed with the new device. Patient status: na (before use).

Manufacturer narrative:
Corrections to: a1. Patient identifier, b7. Other relevant history, including preexisting medical conditions, h6. Health effect - impact code. The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of clips not loading into the jaws. Additionally, excessive lubrication was observed in the internal components. Based on the condition of the returned unit, it is possible that the reported event was caused by rapid actuation of the device by the user in combination with excess lubrication inside the device. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: nephrectomy. Event description: [name] hospital. "The clipping was not possible." Product is available for return. Additional information was received via email on 29oct2025 from an applied medical representative: "the checked whether the clip is coming out well when the experience occurred. The issue was initially observed when the first clip or a subsequent clip was loaded. It occurred againa. It's unknown how may times it occurred. It's unknown what model/size was used. It's unknown whether the clip is properly seated into the jaws. There was no pressure applied to the trigger before moving through the trocar. The clip was not loaded into the jaus prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. It's unknown whether the trigger could be actuated as normal. The clip was not loaded into the jaws." Intervention: the case was completed with the new device. Patient status: na (before use).

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.